Manufacturer narrative:
Investigation results: investigation was conducted and the tissue welder advanced and retracted within cannula as intended. The shaft movement was comparable to a reference device. The o.d. Measurement of the shaft found to be within the specification limits and there were no non-conformances discovered. The reported complaint could not be duplicated. A lot history record review cannot be performed because the lot number was not provided.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device was sticking and the harvester had difficulty pushing/extending the tissue welder out for vein harvesting. The tissue welder popped when the surgeon tried to extend it out. The surgeon chose to use the same kit to complete the procedure. The hospital did not report any patient complications.